Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment of an error code. Analysis also noted that the output connectors were contaminated, the main printed circuit board (pcb) was contaminated, the upper case was dented, the lower case was broken and contaminated, the display flex was contaminated, the back light did not work, both display wires were pinched (not compromised), both connector nuts were discolored and contaminated and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code upon start up. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.